Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reported via phone, the flow rate programmed at 4 ml/sec for a total of 25 ml changed during an embolism procedure on a female pt, (B)(6). Customer was unable to provide the changed flow rate value. The injector injected lower volume than programmed and injection had to be repeated 4 times because of the injector errors. Each time the injector only injected 10 ml prior to error code. Due to the multiple errors on the injector, another injector was brought into the room and the procedure was completed. No reports of injury to the pt.